Event description:
It was reported by the attorney that the pt had an ultrasonic assisted suction lipectomy to arms, back, flanks, abdomen and thighs, in 1999. The pt was discharged home. The same day the pt called the facility complaining of various symptoms including pain, nausea, fever and vomiting. On the second day after discharge, the pt was admitted to the hospital. The next day, the patient was transferred to another hospital. No information on diagnosis or treatment was rendered, but it was suggested that a post-operative infection occurred. Vicryl sutures were used in the procedure. There is no specific allegation about the role the sutures played in the event.